Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pbj496 8732h56 and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The suture broke half way through the anastomosis. Case was completed with another device of the same product code with a different lot number. There were no adverse patient consequences reported.